Event description:
Prior to a pta/stenting treatment procedure, the size of the wallstent was different than what was expected. When the product was removed from the package, the physician was of the opinion that the wallstent in the package was a different length than what was stated on the package label. The wallstent was not used in the procedure and did not have any contact with a patient. No patient injury or complications were reported. The patient is reported as "ok" following the procedure.